Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed that the pacemaker was failing to capture. No intervention was performed. There were no patient consequences.